Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant, the patient experienced phrenic nerve and diaphragmatic stimulation from the left ventricular (lv) lead. The lead was reprogrammed and remains in use. It was further reported that the patient experienced shortness of breath and a hemothorax was suspected. The hemothorax was suspected to be related to positioning of the right atrial (ra) lead during implant which had required multiple positions due to patient anatomy and was suspected to have perforated the right atrium. The hemothorax was confirmed and a chest tube was placed which drained 200 ccs of fluid. The lead was explanted and was noted to have had insulation damage that occurred during explant. The patient subsequently developed a pneumothorax as a result of obtaining venous access during the implant of the replacement lead. That lead remains in use. No further patient complications have been reported as a result of this event.